Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements the device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed by using mobile c-arm. The philips field service engineer (fse) visited system onsite and confirmed that ¿stand movement partly available¿ warning and that c-arm movement was not possible. To resolve the issue, the fse cleaned and recalibrated the bodyguard sensor. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.